Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported difficulty to position the clip during procedure appears to have been a result of procedural conditions. The reported incomplete coaptation/slda appears to have been a result of challenging patient anatomy. The reported patient effect of tissue damage appears to have been related to the slda, and worsening mr appears to have been a cascading event of the reported slda. Worsening mr and tissue damage are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), tissue damage and worsening mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. Prior to inserting the device, it was noted that the patient had thin leaflets and a commissural prolapse at a3/p3. The transseptal puncture was successfully performed, however, it was noted to be very difficult and ended up obtaining a low transseptal puncture. The physician decided to continue with the procedure, therefore, the devices were inserted. Two clips were successfully implanted, successfully reducing mr to a grade of 2. It was noted that due to the low transseptal puncture, both clips were difficult to position. On (B)(6) 2020, transthoracic echocardiography (tte) was performed and showed the mr had increased to a grade of 3-4. It was suspected that one of the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was also noted that first clip caused damage to posterior leaflet. No additional information was provided.